Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway. An initial device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was reported to be at home and passed away between 1-3pm. The death was reported to be cardiac related. The patient was alone at the time and found wearing the device in his living room. The hospital staff performed CPR prior to the patient passing. A review of the device download data revealed that the lifevest appropriately treated the patient 8 times between 02:18:15 and 2:27:28pm on (B)(6) 2017. The rhythm at the time of all 8 treatments was vf. The first two shocks successfully converted the rhythm to a slower rhythm (sinus bradycardia at 40-50 bpm). The post-shock rhythm of the third treatment was sinus bradycardia with refractory vf. After the third treatment, the device detected a non-treatable rhythm and exited the detection sequence at 2:24:29pm. A treatable rhythm was detected again at 02:25:19. The patient was in vf at the time of the detection. The post-shock rhythm of the fourth and sixth treatments was a sinus rhythm with v-bigeminy and/or refractory vf. The post-shock rhythm of the fifth treatment remained vf. The post-shock rhythm of the seventh treatment was sinus bradycardia with refractory vf, and the post-shock rhythm for the final treatment was a brief sinus rhythm with refractory vf. The device did not deliver any additional treatments after the eighth shock, as the lifevest delivered the maximum number of treatments (5) allowed in a single detection sequence (treatments 4-8). After delivering five treatments in a single detection sequence the device is designed to alarm for bystanders to call for help and perform CPR. At 02:37:44, a non-treatable rhythm was detected. At 02:39:08 CPR artifact was observed on the ECG recordings. The device detected and alarmed for asystole four times between 02:42:29 and 6:41:02 pm. Asystole is considered a non-treatable rhythm. The lifevest was shutdown at 06:41:27. The lifevest functioned as designed during the event. There was no device malfunction.